Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 250mg/dl excess with thirst, urination, and dizziness. During troubleshooting, customer support found no issues with the pump, and attributed the bg excursion to the patient's failure to address an alarm in a timely manner. This complaint is being reported as the patient experienced hyperglycemia subsequent to a user error.